Event description:
The baxter field service engineer noted an infusion pump with failure code 810:04. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of fail code 810:04 could not be confirmed during the product evaluation at the customer's facility on 12/21/2006. No action was necessary for this fail code.